Event description:
I switched from the dexcom cgm to the freestyle libre 3 plus cgm due to cost. The libre reported my glucose as rapidly falling more than once. I read there were issues so I checked my glucose by using the finger prick monitor and the readings had a 20 point difference each time. The libre reported 20 points lower than the finger prick. I checked my serial number in the article I read and it says my serial number units weren't affected but it clearly is because the readings are way off.